Event description:
The customer reported that there was an "overvoltage error" and "ma on in error" message displayed. These errors is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hvsr, generator driver and filament driver pcb assemblies were evaluated and replaced. The x-ray tube was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.